Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies except for procedural damage.